Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (40 mg/dl). Reportedly, the customer did not eat prior to going to sleep. Customer drank soda to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.